Manufacturer narrative:
Health effect clinical code: f2203.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade unknown and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma-late and rupture.

Event description:
Healthcare professional reported left side "seroma" "capsular thickening" "perforation" and "pleated" surface of the implant. Device remains implanted.